Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that her stimulator went out almost four years ago and she tried to get it removed and it had to come out as it was really causing her health problems. The implant stopped being able to be recharged four years ago and her doctor stated the implant was moving around in her body close to three years ago. The health problems were clarified to mean that she was in so much pain she couldn't eat and lost weight. The patient also mentioned that the wires were tugging on her spine and it got to the point where she needs a wheelchair to get around as her mobility was not good at all. The patient noted that those issues had been happening for a little over a year and that she had a couple of falls last year. The indication for use was chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.